Event description:
An acl reconstruction was performed using a bone-tendon-bone graft. A biorci-ha interference screw broke approximately 5 mm from the distal tip, during insertion into the tibial tunnel. The proximal portion of the screw was removed, while the distal tip remained in the tunnel. There was an approximate 15-20 minute delay. A second screw was used to complete graft fixation. This incident did not result in further procedural complications or injury to the patient.